Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The customer has not had additional issues with the ion selective electrode after the service visit.

Event description:
The customer received questionable results for ion selective electrode (ise)-sodium (na) on one patient sample. The customer had been having the issue ongoing for a couple of weeks. All results are in meq/l. The initial na result was 155. The sample was repeated on this analyzer and generated a result of 142. The customer had also run the sample on two other c501 analyzers, serial number (B)(4) and serial number (B)(4). It is unknown which repeat result was generated from which analyzer. The results generated were 142 and 143. The customer deemed the repeat result to be the correct result. The original report had not gone out by the time the repeat result was run; however a corrected report was still issued. There was no adverse event. The lot of na electrode in use was not provided. The field service representative found that the ise sipper probe was bent and was damaged at the tip. He replaced the probe and performed probe adjustments. He also adjusted the rinse level in the cuvettes, cleaned the ise block and electrodes. He did performance testing, which met specifications. The customer ran calibration and qc, which met specifications.